Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Additional causes of aortic tears or a tear of the aortic wall may be related to the use or misuse of the valve. These aortic injuries are life threatening conditions that require urgent intervention with suture repair, pericardial patch repair or aortic root replacement. Based on the information received the cause of the event cannot be determined. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a 23 mm aortic valve was implanted and after the aortotomy was closed, the surgeon noted a hematoma forming in the anterior, lateral, and posterior wall of lv. Surgeon sized appropriately and thoroughly using 21 mm, 23 mm, and 25 mm sizers. It was deemed the 23 mm was the most comfortable fit. Surgeon placed four guiding sutures, one at the nadir of lcc, one at nadir of rcc, and two straddling the nadir of the ncc. A 23 mm 8300ab valve was prepped and implanted. The valve seated well, with relative ease, snared down, and deployed using the recommended 4.5 atm at 10 seconds. After the aortotomy was closed, the surgeon noted a hematoma forming in the anterior, lateral, posterior wall of lv. Surgeon waited a few minutes assessing it, and decided it would be best to proceed with closing up. After cross-clamp removed, tee images were taken, and saw a hematoma on anterior wall. Hematoma was visualized in initial tee post cpb images, then protamine was given. Approximately 20 minutes later tee was viewed again, and it seemed the hematoma was diminishing. Patient was at that time in complete heart block, would require temporary pacemaker (patient had normal sinus rhythm prior to surgery). During follow up with the surgeon a few hours post-op, it was reported the patient was back in normal sinus rhythm, no longer requiring temporary pacemaker. On pod#1, the patient had been somnolent and not recovering from the procedure. Cat scan was done that showed bihemispheric cerebral vascular accident. It was learned the patient expired. The patient had an aortic root disruption. Patient also had collagen vascular disease.